Manufacturer narrative:
The system reported was not evaluated since the next case with the carto system was performed without any issues. The system worked according to specifications and no technical service was requested. Complaint condition was not confirmed. Since this was a MDR reportable event, DHR review was performed and no anomalies were noted in manufacturing or service. Contact section was corrected. Contact name was updated.

Event description:
It was reported that during an a-fib procedure, the ablation catheter tip didn't show the red color on the carto 3 rmt system that indicates the radiofrequency application, also there was no rf data shown on the bard system. Prior to reporting the issue, the customer exchanged the serial cable from stockert to gp, the ablation and redel cables to the piu, and the ablation catheter with no resolution. The case was aborted. The patient was under local anesthesia but a transseptal puncture was performed prior to the case cancelation. There was a not patient consequence or extended hospitalization due to this incident, however, the customer requested urgent service due to a scheduled case next day.

Manufacturer narrative:
Investigation is still in progress. A 3500a supplemental will be submitted to the FDA as required if any additional information is provided by the customer.(B)(4).